Event description:
During removal of the chocolate pta balloon catheter, the nitinol containing cage was stripped and retained within the patient when the catheter was entangled with the previous stents struts.